Manufacturer narrative:
Date sent: 11/26/2007. The hand piece was returned with a loose mount. It was tested on a generator and no error code was noted, however, a squealing noise was heard. The hand piece was disassembled, a tron acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an open colectomy procedure, when the disposable was hooked up an instrument error was received. Another disposable was hooked up and another instrument error was received. The handpiece was switched and the disposable worked. It was determined the mount was loose on the handpiece. There was no pt consequence.